Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "one side of the outer sheath's locking plate dislodged into the body. It was immediately retrieved, but the other side was found missing. No shadow was visible on x-ray, leading to a determination that it was not present. It is highly likely that it had been damaged previously."